Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported not being able to hear with the device for the past two months. Re-implantation is planned for beginning of 2017.

Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as it might be caused by an incomplete device immobilization was determined to be the root cause of device failure. The technical problems given in the patient report appear to match the damage found. Additional information most likely the reported cholesteatoma, whose presence was detected during explantation surgery, may have negatively contributed to the reported problem. This is a final report.

Event description:
The patient reported not being able to hear with the device for the past two months. The device has been explanted.